Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested, but unavailable: - lot number? The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a left ventricular assist device procedure on (B)(6) 2022 and suture was used. The suture broke after the first throw. Another device was used to complete the procedure. There were no adverse consequences for the patient. No other information could be provided.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 1/6/2023. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned product determined that it was received one needle-suture combination in two sections that pertain to the product code 8557h. This product code is double-armed. During visual inspection of the returned sample, marks that appear to be caused by a surgical instrument were observed on the body of one of the needles. The sutures were examined, and the ends were to be cut probably caused by a surgical instrument. Also, a functional test was performed using instron equipment, the pull force and tensile force were above the minimum requirements. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.